Event description:
As reported by the user facility: reports pump overinfused. Pump was set to infuse 110ml/hr. Thirty minutes after infusion began, nurse checked pump, "screen showing 71.67ml left to infuse, but the ivpb was completely empty," pump set on continuous infusion. The pt was receiving azithromycin. Occurred in picu. No injury; pt complained of soreness at IV site but was discharged as planned.

Manufacturer narrative:
Exemption number (B)(4). B.braun medical, inc. Is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4) (the importer). This report has been identified as b. Braun (B)(4)internal report (B)(4). The actual pump in the reported incident was returned for evaluation. A review of the pump log revealed that at 12:12:20 on (B)(6) 2011, the pump was programmed to run in piggyback mode at a rate of 110ml/hr with a vtbi of 110ml. The infusion was started at 12:12:31 and was manually stopped at 12:33:42. The volume delivered was 38.81ml, or 100.8% of the expected volume. The volume infused was within the specification of 100 +/-5%. Per the log, the pump ran as programmed. The volumetric accuracy was tested three times with the customer-provided line and secondary bag (piggyback mode) at a rate of 110ml/hr and a volume to be infused (vtbi) of 38.81ml, which is consistent with the rate and volume delivered in the pump log. The results were within specification at 39.2ml, 39.4ml and 39.5ml. In addition, there was no free flow condition that could be replicated with the door open or closed. The reported failure could not be reproduced on the returned pump with the customer provided line and secondary bag. Based on the results of this investigation, no conclusion can be made regarding the cause of the event. All available information has been forwarded to the device manufacturer. If additional pertinent information becomes available from the manufacturer, a follow-up report will be filed.